Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on (B)(6) 2021 with noise over-sensing from the right ventricular lead causing pacing inhibition. Patient said they felt symptomatic, but did not specify. Lead was turned off and then capped and replaced on (B)(6) 2021. Patient was stable after the procedure.